Manufacturer narrative:
This occurrence took place in (B)(6). The tip of the screw driver broke off in the screw and was then covered by the spinal rod and set screw. There was no serious injury to the patient and surgery was completed successfully. The driver is in the process of being returned for inspection.

Event description:
During a posterior spinal fusion surgery in (B)(6), the pedicle screw inserter tip broke off and became imbedded in the head of the hscrew. The tip was not able to be retrieved and remains in the patient.